Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the infusion set tubing detached from connector. The infusion set was in use for a day and a half. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.